Event description:
A cleaning brush fragment was found in a patient's ureter during a ureteroscopy. The brush fragment was immediately removed. The surgery was completed and the patient's recovery was consistent with normal post-procedure recovery.